Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ser plastipak 5ml ls 40x8 al had foreign matter. The following information was provided by the initial reporter: it was reported that we have detected 11 syringes belonging to batch: 4262681 with visible dirt or contamination. Were the items identified in the same box/packaging? Yes. Could you confirm the date of the event? 11/13/2025. Was there any harm to the patient/healthcare professional (details)? No, because it was detected before release. Are there any samples related to this incident available in case they are needed in the future? Yes.

Manufacturer narrative:
The analysis of the batch history (DHR), maintenance records, and quality notifications was carried out, and no records potentially related to the incident were identified. Through the analysis of the photo sent by the customer, it was possible to confirm the occurrence of foreign matter of the dirt type. Therefore, bd confirms the complaint. The possible cause of the incident was contamination during line cleaning when restarting the process. As a corrective action, the line cleaning will be verified before restarting production. In addition, CAPA 13715485 was opened for detailed investigation and implementation of complementary actions, aiming to respond to the customer complaint and prevent recurrence. The planned actions include: review of the cleaning and visual inspection procedure; additional training for the team on good cleaning practices; reinforced monitoring of the first units after line restart. The case will remain under follow-up until the CAPA is completed and the effectiveness of the actions is validated.

Event description:
No additional information provided.